Manufacturer narrative:
Citation: li gj, et al.37 the value of "basket" and double micro-catheter embolization in treating intracranial wide-necked aneurysms. The axium coil was not returned for analysis as it was remains in the patient. Based on the reported information, there did not appear to have been any defect of the device during use. The event occurred in the patient post procedure and its cause was unknown. There was limited device and patient information available.

Event description:
Medtronic received information that after post procedure embolization treatment with axium coil, the recurrence of aneurysm was found in patient during follow up. The aneurysm was occluded after retreatment. Eighteen patients with 22 intracranial wide-necked aneurysms study design: retrospective observational location of aneurysms: cavernous sinus of ica:7 ba: 9, bifurcation of mca:3, left pcoma:2, origin of pica :1, clinical follow-up: 6-12 months